Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain / pain / constant and severe pain pelvic area"), genital haemorrhage ("abnormal bleeding (general) / abnormal bleeding not recovered prior to essure") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6)-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding and cesarean section. Concurrent conditions included dysmenorrhea, hypertension, bacteremia, unspecified, hematuria and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 4 years 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("constant and severe pain in abdominal area"), abdominal pain upper ("stomach pain"), back pain ("back pain"), menstrual disorder ("abnormal menstruation"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("skin rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). The patient was treated with paracetamol (acetaminophen), surgery (plaintiff underwent a hysterectomy due to complication from essure device.) And surgery (endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain upper and back pain was resolving and the genital haemorrhage, uterine haemorrhage, abdominal pain, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, rash, migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion / everything was good; in (B)(6) 2009: confirmed that essure was successfully accluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and mr received. Lot number, reporter and historical condition were added. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain / pain / constant and severe pain pelvic area"), genital haemorrhage ("abnormal bleeding (general) / abnormal bleeding not recovered prior to essure") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding and cesarean section. Concurrent conditions included dysmenorrhea, hypertension, bacteremia, unspecified, hematuria and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, 4 years 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("constant and severe pain in abdominal area"), abdominal pain upper ("stomach pain"), back pain ("back pain"), menstrual disorder ("abnormal menstruation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("skin rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). The patient was treated with paracetamol (acetaminophen), surgery (plaintiff underwent a hysterectomy due to complication from essure device.) And surgery (endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain upper and back pain was resolving and the genital haemorrhage, uterine haemorrhage, abdominal pain, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, rash, migraine, headache, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion / everything was good; in (B)(6) 2009: confirmed that essure was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received event " psychological or psychiatric problems condition: depression and mental anguish" are added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, hypertension, bacteremia, unspecified, hematuria and pelvic adhesions. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain and genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("skin rashes"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (plantiff underwent a hysterectomy due to complication from essure device.) And surgery (endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain and abdominal pain upper was resolving and the genital haemorrhage, uterine haemorrhage, menstrual disorder, menorrhagia, rash, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain upper, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2009: confirmed that essure was successfully accluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received: new reporters, patient demographic information, product indication, onset and removal dates updated, new events vaginal haemorrhage, menorrhagia, apareunia, nausea, dyspareunia, vaginal discharge and abdominal pain upper added. Outcome for the events pelvic pain, back pain and abdominal pain upper added as recovering / resolving. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain / pain / constant and severe pain pelvic area"), genital haemorrhage ("abnormal bleeding (general) / abnormal bleeding not recovered prior to essure") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding. Concurrent conditions included dysmenorrhea, hypertension, bacteremia, unspecified, hematuria and pelvic adhesions. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 31-dec-2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("skin rashes"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain") and abdominal pain ("constant and severe pain in abdominal area"). The patient was treated with paracetamol (acetaminophen), surgery (plantiff underwent a hysterectomy due to complication from essure device.) And surgery (endometrial ablation on 23-aug-2013). Essure was removed on 31-dec-2013. At the time of the report, the pelvic pain, back pain and abdominal pain upper was resolving and the genital haemorrhage, uterine haemorrhage, menstrual disorder, menorrhagia, rash, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dyspareunia, vaginal discharge, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-jul-2010: total bilateral occlusion / everything was good; in march 2009: confirmed that essure was successfully accluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), menorragia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2018: patient¿s information was updated, removal date of essure was amended to 31-dec-2013 and treatment drug ¿acetaminophen¿ was added. Furthermore the onset date of event ¿pelvic pain¿ was amended to feb-2009, and the events ¿dysmenorrhoea¿ and ¿abdominal pain¿ were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain / pain / constant and severe pain pelvic area"), genital haemorrhage ("abnormal bleeding (general) / abnormal bleeding not recovered prior to essure") and uterine haemorrhage ("abnormal uterine bleeding") in a 28-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding and cesarean section. Concurrent conditions included dysmenorrhea, hypertension, bacteremia, unspecified, hematuria and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 4 years 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("constant and severe pain in abdominal area"), abdominal pain upper ("stomach pain"), back pain ("back pain"), menstrual disorder ("abnormal menstruation"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("skin rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). The patient was treated with paracetamol (acetaminophen), surgery (plantiff underwent a hysterectomy due to complication from essure device.) And surgery (endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain upper and back pain was resolving and the genital haemorrhage, uterine haemorrhage, abdominal pain, menstrual disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, rash, migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-jul-2010: total bilateral occlusion / everything was good; in march 2009: confirmed that essure was successfully accluded. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe pelvic pain / pain / constant and severe pain pelvic area') and genital haemorrhage ('abnormal bleeding (general) / abnormal bleeding not recovered prior to essure') in a 28-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding and cesarean section. Concurrent conditions included dysmenorrhea, hypertension, bacteremia, unspecified, hematuria and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years 6 months after insertion and 1 day after removal of essure. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("constant and severe pain in abdominal area"), abdominal pain upper ("stomach pain"), back pain ("back pain"), menstrual disorder ("abnormal menstruation"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("skin rashes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (plaintiff underwent a hysterectomy due to complication from essure device/ hysterectomy(full)- uterus and endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved, the genital haemorrhage, uterine haemorrhage, abdominal pain, menstrual disorder, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, rash, migraine, headache, nausea, depression, anxiety and post procedural complication outcome was unknown and the abdominal pain upper and back pain was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient was treated for pelvic pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: confirmed that essure was successfully occluded.; on (B)(6) 2010: results: total bilateral occlusion / everything was good. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: event post removal complications was added. Event outcome for pelvic pain and menorrhagia was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation"), rash ("skin rashes") and back pain ("back pain"). The patient was treated with surgery (plaintiff underwent a hysterectomy due to complication from essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, rash and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage, menstrual disorder, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-nov-2017: new reporters was added. Product start date was updated and stop date was added. Events abnormal bleeding, skin rashes, back pain was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (plaintiff underwent a hysterectomy due to complication from essure device.). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirmed that essure was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.